Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Edema and infection are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the nasolabial folds with 2 ml of with juvéderm® voluma¿ with lidocaine. Two days later, the patient reported that ¿one side was bigger than the other side.¿ the next day, the patient verified that the face was ¿swollen¿ with pictures. The patient went to the hospital to have the filler removed with an operation and had been there for a couple of weeks. Healthcare professional reported via regulatory agency that the patient had IV antibiotics, was taken to theatre two times to remove infection and had drains put in place. It is unknown if the symptoms are ongoing as the patient refuses to cooperate with their doctor.